Manufacturer narrative:
This report is submitted on 24 october 2019.

Event description:
It was reported that the patient was treated with oral antibiotics for a duration of 8 weeks.

Event description:
It was reported that the patient experienced skin breakdown at abutment site and subsequently the abutment was replaced under a general anaesthetic, the patient is being treated with topical antibiotics.

Manufacturer narrative:
It was reported that the patient experienced skin breakdown at abutment site and subsequently the abutment was replaced under a general anaesthetic, the patient is being treated with topical antibiotics. This report is submitted on 04 december 2019.

Event description:
Per the clinic, the patient experienced an infection at the implant site. It is unknown whether treatment has been administered as of the date of this report.